Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of 400 mg/dl. The customer did not provide any symptoms regarding high blood glucose. Customer reported that the insulin pump had insulin flow block alarm. Customer was performed self test and test did pass. The insulin pump was not returned for analysis.